Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed chronic high right ventricular (rv) lead thresholds. The capture management was programmed from adaptive to monitor and the rv lead remains in use. No patient complications have been reported as a result of this event.